Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was dislodged from the pump when removing the case. Customer's blood glucose level was 284 mg/dl. The cartridge was successfully reloaded onto the pump.